Manufacturer narrative:
Additional suspect medical device component involved in the event: model#: sc-2316-50e, serial #: (B)(4), description: infinion 1x16 perc lead and splitter 2x8 kits.

Event description:
A report was received that during the trial procedure the patient experienced leakage in the back which caused the procedure to be aborted. It was noted that the liquid was clear. The patient was given antibiotics and had a lead pull. The patient was doing well postoperatively.